Manufacturer narrative:
(B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4) the field service technician could not find the reason the unit would not calibrate. Field service is awaiting new part to verify suspected issue. The device has not been received by carefusion.

Event description:
The customer reported the model ltv (lap top ventilator) 1200 ventilator blender was not calibrating during a routine performance test. The customer reported no patient involvement.